Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during a rotator cuff surgery, the inserter of the device broke/bent. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged ar-2324bcm-1 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the inner driver shaft was bent at the distal end at the beginning of the tip transition. No damage was observed on the bio/anchor, suture, or eyelet still attached to the device. However, the outer sleeve tip shows signs of damaged/bend. A functional test was not performed because the shaft was bent, and the outer sleeve could be unscrewed. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be attribute to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device. Per dfu-0087 at revision 2. G. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.